Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient had a successful revision on (B)(6) 2023. The device had reached its end of life. There were no complications. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg reached end of life and patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.